Event description:
Boston scientific received information that this left ventricular (lv) lead was explanted for an unknown product performance issue. No adverse patient effects were reported.

Manufacturer narrative:
I have gone to the field for additional information. This report will be updated when new information is received.

Manufacturer narrative:
Additional information was received from the boston scientific field representative that this lead was dislodged. There were no adverse patient effects reported. This lead is expected to be returned for analysis. This report will be updated when additional information is received.